Event description:
Patient was in interventional radiology for aortic angiogram with lower extremity run off. The radiologist wanted to place stent. While prepping for placement the stent was placed on the prep table and self-deployed while on the table. Radiology manager will call the rep and give it to him this week.